Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After making one cut, mics would no longer move sawblade. The mics was just spinning freely; tka. Update: delay was 30 - 60 mins.

Event description:
After making one cut, mics would no longer move sawblade. The mics was just spinning freely; tka update: delay was 30 - 60 mins.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up what type and device evaluated by MFR based on the results of investigation. Reported event: it was reported that after making one cut the mics would no longer move sawblade, however the mics was just spinning freely resulting in surgical delay of 30 - 60 mins. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot: k08en and all 25 including 4201164 were rejected from final stock on 3/6/2017. A review of qt17-03-0012 revealed that the issue was that the c of c was the incorrect revision. The clerical error was corrected and the parts were accepted into final stock. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: (B)(4), prodex lot: k08en shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc: 1414517 and CAPA: 1450904 are associated with the failure mode reported in this event.